Manufacturer narrative:
(B)(4) on an unreported date during an october hospitalization for unrelated events, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was hospitalized for unrelated events when the peritonitis was diagnosed. The cause of the peritonitis was not reported. On unreported date(s), the patient was treated with unknown intraperitoneal antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis event. After a total hospitalization of fifteen days, the patient was discharged. On an unreported date, dianeal therapy was discontinued. The patient was recovering from the peritonitis. No additional information is available.